Event description:
Device 2 of 3. Reference MFR report: 1627487-2013-06172, reference MFR report: 1627487-2013-06174. It was reported, the patient experienced heating while charging the ipg. The patient also reported, he was not receiving effective stimulation from the system and he stopped using the ipg about eight months ago. The patient reported, he is not able to communicate with the ipg using the charger or the patient programmer. An sjm representative met with the patient and was unsuccessful in communicating with ipg also. The patient has been wheelchair bound due to an ankle injury and has gained a significant amount of weight. The patient has been scheduled to meet with his physician for x-rays to evaluate the ipg at a later date.

Manufacturer narrative:
This charger model was associated with a field correction. Manufacturer's evaluation: corrective and preventive action (CAPA) investigation was performed. Results: pocket heating was confirmed. The investigation for CAPA (B)(4) associated with heating while charging (pocket heating) concluded that the charger was capable of transferring energy to the ipg at a rate that would cause heating of the ipg and/or charging wand of sufficient elevated temperature to cause pain and burns. The heating while charging was determined to be exacerbated by off-axis charging of shallow implanted ipgs and that all chargers were capable of elevated heating. Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.